Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The system was connected to a known functional outlet when the reported issue occurred. The issue resolved after the uninterruptible power supply (ups) was replaced.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735787, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after the system was on for ~1.5 hours the battery service error would appear. The representative had done a reboot of the ups (powering off and unplugging system for 2 minutes) with no change. There was no patient involved in the event.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Evaluation codes apply to this testing. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue could not be confirmed. The ups functioned as expected. Evaluation codes apply to this analysis. If information is provided in the future, a supplemental report will be issued.